Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report rec'd from USA stating that the device had low power and the motor ran at a low speed during surgery. No injury occurred. There is no add'l info provided.